Event description:
It was reported that the needle did not retract. One needle wouldn't t retract. Injuries/adverse events: no.

Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.